Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise that was oversensed and lead to pacing inhibition with up to 3.5 seconds of aystole for the patient. Boston scientific technical services noted that during the patient's last clinic visit which was two years ago, lead diagnostics were reported as normal. There were no reported adverse patient effects. The local boston scientific field representative did not have any further information. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.